Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: bd had not received samples from the customer facility for evaluation; therefore, the investigation was limited. Although a photo was received, it depicted only the top web of the blister packaging. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion. As no samples or photos of the incident were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description. As there was no sample or photo of the incident available for evaluation, a root cause could not be determined.

Event description:
It was reported that during use a bd vacutainer® winged safety pbbcs with 7 in tubing and luer adapter malfunctioned as " the tubing for this product is packaged in a curled up position. So when you come to use it, it can still curl back up, bringing with it the needle before you have chance to activate the device fully post blood access" this malfunction resulted in a dirty needle stick injury.there was no further report of medical intervention given.